Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported at the previous refill there was a discrepancy of approximately 32 cc which was the reason for the suspected kink in the catheter. The issue was first noticed in march of 2019. The hcp performed a revision surgery, on (B)(6) 2019, during which they found that the catheter had been sutured to the pump. The hcp released the suture and sutured the pump back in the pocket with the catheter free of the pump. The hcp was unable to aspirate the catheter. It was unknown if the issue resolved. The patient's weight was 217 lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-jul-2019 from a healthcare professional (hcp) who reported that the cause for the kinked catheter was that the catheter was sutured to the pump. The kinked catheter was resolved. The affected device was currently implanted and functioning. No further complications were reported/anticipated.